Event description:
Patient reporter obtaining a fasting capillary blood glucose result of 145 mg/dl, while using the suspect device. At the same time, a venous sample was reportedly obtained from the same patient and when tested in a reference lab, measured 297 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.